Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller shows that their implant battery is at 100% and this doesn't change. The pt reset the controller. Pt saw no visible damage to the controller or battery pack. After reset, the pt started a charging session with their implant and said their implant battery was at 100% and their controller battery was at 50%. The pt said that their stimulation was on, group a highlighted in green, and that their controller charges and depletes as normal. Pt also said that they weren't feeling any pain. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back, re-reporting issues documented in this case. Pt stated they received the replacement controller, but the issue w/ the ins battery staying at 100% did not resolve. Pt explained that 5 weeks ago, they noticed that the ins battery is still at 100%, even after 3-4 days of not charging the ins. Pt stated that before the issue occurred, the ins would be depleted 40-50% after 3-4 days. Pt also stated that they are seeing a screen that prompts them to reset the controller every 5m. Pt stated that it takes 1h to get the ins battery charged 20% of the way because of this. Patient services (pss) had the pt start a charging session, to clarify on the issue. Pt reported seeing recharging needs attention [52] screen, which pss reviewed. Pt confirmed screen [52] was the screen that they were seeing that prompting them to reset the controller. Pss reviewed screen meaning, that this screen doesn't require the pt to reset the controller, and had the pt unlock the controller while on the phone. Pt confirmed the ins was at 100%, and the controller was at 80%. Reviewed the ins is charging, expectations w/ getting replacement equipment, and considerations w/ how reprogramming or changes to the group can affect how quickly the ins depletes. Pt stated that they have had no changes done to their programming and inquired about next steps. Reviewed to get the ins checked by the hcp, and that pss cannot diagnose issues of the ins over the phone. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that what led to the ins showing 100% incorrectly and the charging issues was that after it reached 100%, it never changed. They got a new controller, and left it alone for a bit and it was okay after that.